Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: provide procedure name: c-section; in what tissue suture used and slow to absorb: in mucosa layer.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2016 and suture was used. The suture was found still hard after used on the patient over ten days. The absorption is not as good as before. The suture was slow to absorb in the mucosa layer. The nurse opined that the suture is softer than before which may lead to the wound not healing well. In addition, it was reported that there is some blank sections on the product IFU. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the issue occur with 1 or 2 sutures? Two. Are the 2 samples being returned unopened representative samples? Yes. Did the patients wound not heal well? Yes. Was there any medical or surgical intervention performed? Unknown. Update to patient current condition- discharged.

Manufacturer narrative:
Representative samples received for evaluation. Visual inspection was performed and no deviations could be detected. Functional inspections were performed and the samples met the requirements. Remaining tensile strength corresponded to the absorption profile of this suture material. Pictures were provided and reviewed and showed the printing on the box looks marred and smeared. Datamatrix information is not readable and details of the product information appear partly pale and smeared. Also the barcode printing appears not clear but defaced. Pictures of the IFU were reviewed and compared with required IFU as per product specification list: no deviations could be detected. IFU is intended to be only in (B)(6) language and other panels were left intentionally blank.